Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he attempted to complete the fill tubing portion of the infusion set change, insulin squirted out during the manual prime process. The insulin pump was stuck in the rewind complete/bolus delivery loop. The customer was not wearing the insulin pump during priming. Insulin continued to drip after letting go of the act button. The customer was unable to successfully prime the infusion set. The piston did not stop when it hit the reservoir. Customer's blood glucose level was 140 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The functional testing could not be completed due to this anomaly. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.